Event description:
During an unknown procedure, while putting in the liver retractor, 2 devices broke on the proximal end, 3rd ridge down. A third like device was used to complete the procedure. There was no pt consequence.